Event description:
Surgeon reported about the post-surgery x-ray for a 2 level mis case ( l4-l5-s1) using diplomat . The x-ray film indicates that the diplomat mis tulip was not attached to the pedicle screw head at s1 position. There was no difficulty reported during the operation. The patient was reported with little pain (possible causes are surgery or detached implant). Disassembly of implant components and pain areknown risks/side effects indicated in the IFU.